Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 days. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records including the sterilization and packaging documentation revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a bacterial infection of the pump pocket and mediastinum. Blood cultures were positive. The treatment included unspecified surgical and drug therapy, and the cause of infection was reported as being due to complexities of medical management. No additional information was provided.